Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unspecified mentor smooth gel breast implants and experienced postoperative left-sided rupture. The patient reported lumpiness in her chest and under her arm. She reported that a mammogram and sonogram identified the lumpiness as silicon. As a result, the patient underwent bilateral explantation on (B)(6) 2008 and replaced with unspecified breast implants.

Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly omitted from the initial report. Mentor has received no information regarding a specific implantation date; however, mentor was provided an estimate of 1992. The implantation date has been updated in this supplemental report as on (B)(6) 1992. Manufacturer's reference number: (B)(4).